Event description:
It was reported to philips that the device has bent battery pca pins. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 4 was found bent and permanently compressed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has bent battery pins. There was no patient involvement.

Event description:
It was reported to philips that the device has bent battery pca pins. There was no patient involvement.